Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown cannulated screws. Implant and explant dates are unknown. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
This report is an investigator initiated study - directed grant request provided by synthes under grant number (B)(4). Study project titled: fatigue characteristics of fully threaded and partially threaded cannulated screws for biomechanical research. The proposed study aims to treat adolescent subjects diagnosed with slipped capital femoral epiphysis (scfe). Documented within the letter of intent for the grant, the introduction noted that there were two previously reported cases of cannulated screw failure following in-situ scfe fixation, both occurring close to the mid-point of the cannulated screw within the femoral neck (failures, part numbers, lot numbers, subjects, time of event and outcome unspecified). This report is for the two unknown cannulated screws. This is report 1 of 1 for complaint (B)(4).